Event description:
It was reported per call report that pt was stable. Rn called to troubleshoot an issue with her aline. This is a non fos intra-aortic balloon (iab). She had gone to arterial pressure (ap) select to change the scale, since her aline did "not look great." She hit button again which switched it to fiberoptic sensor (fos) selection & fos message "unable to auto zero" message appeared on screen & would not reset. She had to manually select xducer again; pump would not switch back to it. Clinical support specialist (css) had rn verify she was in auto pilot mode & she was. Css asked rn to check to make sure there was no cal key or fos slide connected to pump & there was not. It was also noted that in 1:2 ratio there were no yellow unassisted pressures displayed on screen. Waveform looked "very odd." Css asked rn to power down pump, count to 10 & power pump back up. Css explained this is a system reset. When pump was on & pumping again, "unable to auto zero" message appeared immediately, although xducer was selected & displayed on screen. It would not reset. Css had rn switch out pump & new pump was functioning well with no problems. Rn reported that waveform looked much better, pressures were better, assisted pressures were present & no messages on screen. Css advised rn to flag pump & send it to biomed for assessment.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.